Event description:
A patient with acute thrombus in the right middle cerebral artery (mca) was admitted to the hosp with left sided paralysis in 2008. The pt was initially treated unsuccessfully with intra-arterial tpa, reopro, penumbra and pta. A wingspan stent was placed and flow to the mca was re-established. Immediately post procedure, the pt did very well neurologically and returned to her pre-ischemic baseline. However, on the morning of post procedure day 1, the pt again became symptomatic (left upper extremity paralysis and neglect) and it was subsequently found that the stented portion of the artery had re-occluded. The pt was returned to the angiography suite and the vessel was re-opened with a local ia reopro infusion and a single angioplasty at the occluded site. Three days post procedure, the pt still has some residual left upper extremity weakness after the re-occlusion, yet continues to improve rapidly and is currently anti-gravity with the left arm with good movement of her hand and fingers. The pt's left shows no hemorrhage and a relatively small region of infarction.

Manufacturer narrative:
There was no alleged malfunction on the part of the device. The device in question remains implanted. Therefore, boston scientific will be unable to perform a technical analysis of the device. The cause of the event is unknown.